Event description:
The customer reported with damaged blood vessels and brusing around nose and redness with rash on chin. The customer stopped using the device after the reaction and was recommended medical treatments.

Manufacturer narrative:
The event was not reported within the required reporting timeframe due to delayed internal escalation. Upon identification, the complaint was immediately evaluated for reportability and submitted. A supplemental report will be submitted once investigation occurs.